Manufacturer narrative:
A steris service technician arrived onsite and found that the medical network adapter (mna) was not operating. During the technicians inspection he found that the fan within the mna was not working subsequently causing the mna to overheat resulting in the reported event. The technician replaced the mna, tested the function and operation of the device, confirmed it to be operating to specifications and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor connected to their hexavue ip customer room rack was not displaying an image. The event did not occur during a patient procedure. No report of injury.